Event description:
It was reported that while unpacking for an unspecified interventional procedure, the hypotube "snapped". An apex monorail 12mm x 2.00mm balloon catheter had been selected to treat an unspecified lesion. While removing the device from the hoop without difficulty, a "cracking sound" was heard and the physician "thought that the hypotube may have snapped". There was no visual confirmation of device breakage as the device was set aside and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
PMA/510 (k)#: p860019/s208. The complaint device was not returned to bsc for analysis. The manufacturing records were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicated the device met all material, assembly, and performance specifications prior to shipment. A broken shaft can be affected by numerous factors including, but not limited to, manufacturing, handling during removal from packaging, and preparation/use of the catheter. Because current manufacturing controls include inspection of all devices at numberous points within the manufacturing process, it is considered unlikely that the broken shaft occurred prior to shipment. The most probable root cause is determined to be handling damage. (B) (4).